Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: (techinial fault 231013) qo2 sensor defect. No patient involvement. No clinical signs, symptoms or conditions. No health consequences or impact.